Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The 99% stenosed lesion was located in the moderately tortuous common iliac artery. The physician advanced the 3.0 x 20/135 sterling balloon catheter to pre-dilate the lesion. The balloon was inflated two times using 'under nominal pressure', and ruptured on the second inflation. The procedure was completed using a different device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The 99% stenosed lesion was located in the moderately tortuous common iliac artery. The physician advanced the 3.0 x 20/135 sterling balloon catheter to pre-dilate the lesion. The balloon was inflated two times using 'under nominal pressure', and ruptured on the second inflation. The procedure was completed using a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the returned device was received in a deflated state. A microscopic examination of the balloon revealed a pinhole 10 mm from the tip. No other irregularities in the balloon material or the ro markers were found that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Manufacturer narrative:
(B)(4)